Event description:
It was reported the camera head had a blurry image. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the device has "blurry picture" due to moisture on the charge coupled device. Additionally, the device failed leak test due to a cut on the cable. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.